Event description:
The pt reported that she went to university at 8:00 am and when she checked her pdm she had a stuck key alarm. Because she wasn't eating anything she ignored the alarm and carried on her day as normal. The stuck key didn't reset itself during the day. When she got home at 9:00 pm the stuck key eventually reset itself and the pdm told her the pod had been de-activated. She then checked her blood glucose and it was 26 mmol/l (468 mg/dl). When she looked in her pdm history she found out the pod had de-activated before the stuck key alarm at 8:00 am and she therefore had gone 14 hours without insulin. She went to (b)(5) who did urine and blood tests. They gave her back up insulin administering equipment, syringes, and a spare blood glucose monitor. She is now using syringes until tomorrow when she her pdm of her. At the time of her call, the morning after her (B)(6) visit, her bg measured 13 mmol/l (234 mg/dl). She also reported that prior to the event, she got a stuck key message at least once a day but never reported it as it normally reset itself.

Manufacturer narrative:
The device has not been returned for eval. We are unable to confirm any product malfunction that could have contributed. No quantification records were reviewed as no product lot number was reported.